Event description:
The customer reported that she went to swim while wearing the insulin pump. Troubleshooting was performed and water underneath the display was observed.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly.